Event description:
The following event was described in the customer's complaint notification form: "brief event description: since the recanalization of the arterial tibialis anterior with the medium cruiser-18 alone was not possible, a passeo-18 2.5/12/90 was brought in for better support. However, the recanalization was still not possible and the passeo-18 was removed and it was observed that he cruiser-18 was stuck in the lesion. During the attempt to withdraw the cruiser-18, resistance was noticed and the tip of the guide wire detached. The tip remained inside the pt." Refer to attached report for further details.

Manufacturer narrative:
Summary and conclusion: the lot history review confirmed that the device was manufactured to specification. An examination of the returned device demonstrated that the wire did fracture and the likely cause of this fracture of this fracture to be tensile overload. The dfu for this device warns the user not to torque the guidewire if resistance is met. The most probable root cause is "user related" and "operational context".